Event description:
Record is being cancelled as it was opened in error.

Manufacturer narrative:
Record is being cancelled as it was opened in error. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit needs safety disc replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit needs safety disc replaced.